Event description:
Information was received from patient regarding an external device. The reason for call was patient reported that their controller was unresponsive. Patient stated that they did a reset, but it did not resolve the issue. During the call, agent had patient reset the controller, but patient stated that there was a piece rattling inside the controller and the white button was stuck. The issue was not resolved. Agent sent a request to repair to replace the controller. Pt called back reporting that the replacement controller screen was turning completely white and the controller was becoming unresponsive so they had to keep resetting the controller. Pt said that also sometimes the controller was turning the stimulator off. Pt noted that the battery pack was also hard to remove from the controller. Agent reviewed controller replacement with the pt and apologized for the inconvenience. Patient called back saying they got replacement controller, but was still getting the white screen while charging the implant. Patient said they'd start charging, but when they go to check progress, the screen will be white. Patient did not see any damage to recharger. Agent sent replacement li battery pack request to repair.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745-rfb lot# serial# (B)(6) product type programmer, patient product ID 97745bp lot# serial# (B)(6) product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.